Manufacturer narrative:
The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore a facility medwatch report will not be available. Because the part and lot numbers are unknown, the device history records could not be pulled and reviewed. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It is reported that when the self-drilling screws were inserted into the cranioplasty implant away from the patient, they broke. The broken screw heads were removed; however, the deeply embedded tips remained in the cranioplasty implant. The procedure was completed by pre-drilling into the cranioplasty implant prior to inserting the screws. There was no significant delay to the procedure. The surgeon stated "the distal part of the broken screws remains embedded in the plate but these are deeply embedded in the plate and should not cause any problem."

Manufacturer narrative:
The product identity was not confirmed due to the product not being returned. No x-rays, scans, pictures, or physician's reports were provided. For these reasons the complaint could not be verified. The most likely underlying cause of this complaint is determined to be excessive torque applied to the screw during an insertion attempt into dense material. There are no indications of manufacturing defects.